Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. The rep was using an existing 3g-sdi cable to connect the otv-s700 to the ncare4k system. He was instructed to check the video output settings and change hd out1/2 signal to hd-sdi and 3g-sdi; neither resolved the issue. He was then advised to follow the ncare4k installation guide, which specifies using the 12g-sdi out 1 or 2 ports¿not the 3g/hd-sdi out ports. (B)(6) was able to get the preview window showing an image by connecting sdi a to the number 1 input on the ncare4k. The customer informed technical assistance support (tac) of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video system center displayed green image. The event occurred during installation. There were no reports of patient involvement.